Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited undersensing one day post implant. Additionally, this ra lead exhibited loss of capture (loc). It was noted that the patient was in the intensive care unit (ICU) due to a deteriorated condition and a health care professional (hcp) thought they observed possible ventricular tachycardia (vt) on an external monitor. Technical services (ts) reviewed a copy of stored device data and noted no stored vt episodes. No further assistance was requested at this time. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.